Event description:
It was reported that the zimmer electric dermatome worked intermittently. Additionally clinical f/u with the customer indicated that the reported issue was observed during room set-up/pre-procedure testing and was not used on a pt. There was no pt injury, medical intervention or extension in surgical time. An additional device was available onsite to complete the procedure.

Manufacturer narrative:
In may 2013, zimmer surgical sent an urgent device removal letter to customers advising that the air dermatome ii would either not operate or operate intermittently. Zimmer's investigation determined that the planetary gear teeth were broken. Customers were requested to remove the affected device from use and contact zimmer to arrange for repair of the device. The device was returned to the MFR for repair and eval. The svc record indicates that the device has no repair history at zimmer surgical. A visual inspection found that the device was returned and sterilized with the 2 inch width plate and used a blade attached. Prior to repair, the device was outside calibration specifications. Evaluation of the device observed that the device motor was extremely erratic, drawing approx 4.12 amps at approx 12.0 volts dc. External corrosion was observed on the motor. It was also observed that the blade became warped from being autoclaved; however, blades are not intended for this. In addition, a small nick was noticed along the blade's leading edge. The cause of the reported event was most likely due to improper handling, improper sterilization and lack of preventive maintenance.